Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. Unit had minor scratched lcd window, broken battery tube threads, missing reservoir tube o-ring, stained address/serial number label and missing end cap sticker.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that there was missing segments on battery compartment. Customer's blood glucose was 174mg/dl at time of incident. Customer advised to discontinue use of pump and revert to backup plan as per hcp's instructions. Insulin pump will be return for analysis.